Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The patient allegedly underwent an unnecessary cardiac catheterization based on the high result. The initial result from the plasma sample was reportedly 178 pg/ml. This result was reported outside of the laboratory, where it was questioned by the doctor. On (B)(6) 2025, the plasma sample was repeated, and the results were reportedly 7.75 pg/ml and 6.80 pg/ml. The initial result from the serum sample was reportedly 7.28 pg/ml. The serum sample was repeated, and the results were reportedly 7.38 pg/ml and 6.18 pg/ml. The lower results were believed to be correct. Additional details related to this event were requested but have not been provided.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were acceptable. During a review of the alarm trace data, 14 sample quality related alarms were observed; these alarms may indicate sample quality issues. Due to the limited information provided, the specific root cause could not be determined. The investigation did not identify a product problem.